Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was prepared per the instructions for use (IFU) an inserted without issues. However, while in the valve, it was observed that both grippers were not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of 1. Upon removal of the steerable guide catheter (sgc) from the patient, a pericardial effusion (pe) was observed. Pericardiocentesis was performed to mitigate the issue. The physician believed the placement of the sgc may have caused the pe.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the gripper actuation issue with both the grippers could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.